Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered several inappropriate electric due to atrial fibrillation (af) with rapid ventricular response (rvr). Currently, this crt-d remains in service and no additional adverse patient effects were reported.